Event description:
It was reported "infused normal saline backing up into the sterile sheath". No patient injury or consequence reported. The patient's current condition is reported as "unknown". It is also unknown if the catheter was replaced.

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported "infused normal saline backing up into the sterile sheath". No patient injury or consequence reported. The patient's current condition is reported as "unknown". It is also unknown if the catheter was replaced.

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.